Manufacturer narrative:
According to the practitioner the implants didn't take and failed to integrate. Two implants have been placed in 46 and 47 position on (B)(6) 2017. One month later after the implantation, the practitioner has found that the implant failed to integrate.

Event description:
Two implants fails to osseointegrate.